Event description:
Sol-millennium - urgent product recall regarding all lots of low dead space syringes. We currectly have only (1) one box of lurer slip tip syringes. Mms #:1124632 and mfg catalog #: p180001pp.